Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Had to retrieve the little piece out of me- vagina [foreign body in reproductive tract] tampon ripped off [device breakage] I pulled it out and part of the tampon ripped off, had to retrieve the little piece [complication of device removal] case narrative: consumer reported via e-mail that the tampon ripped off. No serious injury reported.